Manufacturer narrative:
The customer was contacted for the return of the product. The customer responded and stated the device will not be returned to zoll for evaluation. The device was repaired on site and returned to service for clinical use. The customer indicated the parts were discarded.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to switch to defib, monitor or the "off" position using the selector knob. Complainant indicated that there was no patient involvement in the reported malfunction.